Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Field service specialist visited the account 3 days prior the incident and adjusted and optimized energy settings, cleaned the optics. Also calibrated energy control board and performed position (z) calibration and gelled the system. System was left within specifications. The applications support manager visited the account after the event and optimized the energy settings. Follow-up on october 13, 2014 with the site who stated the patient's post-op bcva best corrected visual acuity for left eye was 20/40 and plans to return in one week for follow-up. Placeholder.

Event description:
Surgeon reported that he lost suction during the raster pass on the left eye of patient. The case was aborted since there were three suction breaks on the same eye during the docking process and edema was present. Discussed options with the doctor such as having the patient return at a later date after visual acuity has returned to normal and create a new flap at least 40 microns deeper than the original programmed depth or perform prk (photorefractive keratectomy) procedure. He decided to proceed the same day with a deeper programmed flap and was able to successfully complete the raster and sidecut. However, when surgeon lifted the flap, there was an uneven stromal bed located at the inferior portion of the flap. Surgeon scraped the stromal bed and completed the excimer treatment.